Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces.

Event description:
The customer reported via phone call that the buttons were unresponsive and the insulin pump alarmed button error. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.